Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of stored egm noted post-paced t-wave oversensing on the ventricular channel. On (B)(6) 2017, the patient presented in the clinic and the device was reprogrammed successfully. The patient will continue to be monitored.